Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that the edge of the kidney bowl was sharp and cut the customers hand.

Manufacturer narrative:
Investigation: the investigation was carried out visually in accordance with the incoming goods inspection. Batch history review: the product does not require batch management; a review of device quality and manufacturing history records is not possible. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: according to the incoming goods inspection, the product is in specification. No CAPA is necessary.